Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: the xen gel implant and injector should be carefully examined in the operating room prior to use.

Event description:
Physician reports "having injected xen gel implant on withdrawal of injector from the eye, I noted that the bevel of injector was missing", which leaves the possibility of an intraocular foreign body. Affected location is the right eye.

Manufacturer narrative:
Device evaluation results. The complaint of the bevel of injector was missing (i.e. Blunt edged needle tip) was confirmed. The manufactured xen systems are 100% inspected in-process at manufacturing under magnification for needle tip damage and defects as required per the manufacturing procedures. This damage could potentially occur at the doctor¿s site when removing the retention plug or with inadvertent direct contact with any solid surface. We will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Physician reports "having injected xen gel implant on withdrawal of injector from the eye, I noted that the bevel of injector was missing", which leaves the possibility of an intraocular foreign body. Affected location is the right eye.